Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of will not turn on with rotary dial was observed during review of the device's history log. The device was put through extensive testing which included ac functionality testing without duplicating the report. The device's ac charger was replaced as a precaution. The customer's report of an arc observed when plugged in was not replicated or confirmed. Visual and internal inspection found no evidence of arcing or burn damage. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up and an arc was seen when plugged into ac. Complainant did not indicate that there was any patient involvement in the reported malfunction.